Event description:
The customer reported to customer service that the box of the transformer fell apart. The screws and back came off and she could not get it back together. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer on (B)(4) 2012, she indicated that she did not witness any smoke, fire, sparking, but confirmed a breach in the transformer housing, stating that when she held it by the cord and let go to get the cord unwrapped, the screws popped off. The original power supply has been returned and is pending testing/analysis by quality engineering. See page 3 for a photo of the returned power supply. The customer's report and the returned product revealed that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed.